Event description:
Patient was presented to the interventional lab for an angioplasty procedure of a superficial femoral artery (side unknown). The vessel was described as heavily calcified with mild vessel tortuosity and a 100% stenosis. The information received states that both products were properly inspected and prepped and appeared perfect before they were used in the patient. The physician made access to the patient via the femoral artery using a 4fr. Short sheath, and a 0.014 guidewire. There is no information as to if there was any difficulty accessing the lesion with the guidewire. Also, there is no information as to which balloon was used first in the procedure. Upon inflation of each balloon with an indeflator, both balloons ruptured at approximately 4 atmospheres.